Event description:
It was reported that the customer received an auto off alarm while they were sleeping. The customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, the customer indicated that there had been no interaction (over 12 hours) with the pump since dinner the previous night.

Manufacturer narrative:
The t:slim pump user guide states: you can adjust the auto-off alarm setting (default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.